Manufacturer narrative:
Additional/changed and/or corrected data : a.2.

Event description:
Physician reported left side rupture. The ¿device ruptured at medical exam, on anterior face at 10 o'clock, two zones." The device has been explanted "to lower the risk of an alcl."

Manufacturer narrative:
Visual analysis of the returned device identified: one opening curved on the anterior, red particles on the shell, overweight and crease fold. A microscopic analysis was performed which identified: three striated openings on the anterior. Based on the device analysis the final assessment is: three striated openings assessed as surgical damage consist in the use of some surgical tool.

Event description:
Physician reported left side rupture. The ¿device ruptured at medical exam, on anterior face at 10 o'clock, two zones." The device has been explanted "to lower the risk of an alcl."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported left side rupture. The ¿device ruptured at medical exam, on anterior face at 10 o'clock, two zones." The device has been explanted "to lower the risk of an alcl."